Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, infection around the needle puncture site, and soreness, under entire patch area. A photo of the skin reaction in the complaint record was reviewed. The photo shows a pustule at the needle puncture site, erythema where the sensor would have been, and fry flaky skin in the outer part of the part of the skin that would been under the adhesive, which also has some darker parts with crust. The patient was seen by an hcp and a prescription for an oral antibiotic, flucloxacillin, was given. At the time of the report the patient was recovering, and the skin reaction was still present. No other details were documented. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.